Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the unit went ventilator inoperative with error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported there was no patient involvement.